Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 105mg/dl - 115mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a back to back blood test was performed by the customer and produced test results of 270mg/dl and 220mg/dl non-fasting using meter. The test strip lot manufacturer¿s expiration date is 11/30/2020 and open vial date is 09/06/2019. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
Corrected data as of (B)(6) 2019: section h10: most likely underlying root cause was changed from "mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test" to "mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system" most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.